Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced product not adhering/sticking, bent sensor, change sensor/bad sensor, sensor glucose vs. Blood glucose, harm reported with no reported allegation of a device malfunction, pump error 4, pump error 53. The customer reported blood glucose value of 444 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: customer noticed a big difference document treatment for high blood glucose: bolus, manual injection document type of diabetes: type 1. The event involved product(s) mmt-7040ma, mmt-396a, mmt-332a, mmt-1884l. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. Customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Customer reported a bent sensor (not a slight bend/curve). Customer reported high blood glucose values. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customer declined to continue with troubleshooting. Customer reported an issue with the sensor tape not sticking. Customer requested assistance with pump programming. Assisted customer with requested programming. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No further patient complications were reported. Mmt-7040ma was requested and customer response was the device will be returned. No product return is required for mmt-396a. No product return is required for mmt-332a. No product return is required for mmt-1884l.